Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# j0527106v, implanted: (B)(6) 2005, product type: lead. Product ID: 3888-33, lot# j0527003v, implanted: (B)(6) 2005, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) a patient had implanted in 2005 ¿infarcted.¿ it was reported that the ins migrated towards her beltline, then around to the front of her trunk. It was stated that the patient could see and read the letters on the device through her skin. It was stated that the ins was contained in what looked like a ¿big blister.¿ it was reported that the patient¿s healthcare professional (hcp) lanced the area with a needle and ¿proceeded to get bathed in my bodily fluids.¿ it was stated that the tissue was necrotic and had a staph infection. It was reported that the patient was hospitalized and in isolation for a week and a half. It was further reported that the patient was sent home with a ¿PICC line of vancomycin.¿ it was noted that the event occurred in (B)(6) 2005. No additional information received. It was noted that medical records from 2005 were located at a different facility.